Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and observed bubbles in tubing. The failure was determined to be the buffer syringe and ise buffer valve. The fse replaced the buffer valve and buffer syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).